Manufacturer narrative:
Device has not been returned to manufacturer. A supplemental MDR will be filed when additional information becomes available.

Event description:
A reported incident involved a needle-free hemodialysis tego connector. During use, the patient experienced an inability to aspirate blood through the connector. There were patient involvement and no harm reported.